Manufacturer narrative:
Three samples were returned for evaluation. When visually examined all were found to have one of the in-line check valves bonded in a backwards orientation. This does not meet our specification per the assembly diagram for this device. Due to the configuration of the incorrectly bonded check valves, it is not possible for fluid to pass thorough the tubing assemblies. And we are unable to investigate or confirm the reported failure mode of "micro air bubbles." The root cause of the incorrectly bonded check valves is employee assembly error in not following the work instructions. Re-training for the applicable employees has been performed. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review indicated that the lots met all material, assembly and performance specifications. A review of the glens falls march 2008 complaint report did not note any adverse trends for the contrast controller family for the failure modes of air bubbles and assembled incorrectly.

Event description:
As reported by the hospital, during preparation, micro air bubbles were noted in the tubing of the contrast controller delivery set. No air bubbles were injected and there was no pt injury or complications. A sample is being returned for evaluation.